Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that due to broken fibers from image guide bundle, a poor quality image is shown. There was no patient involvement.

Manufacturer narrative:
This report was sent in error as a poor quality image shown due to broken fibers from image guide bundle would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information provided by the customer.